Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that two power on resets (pors) occurred on (B)(6) 2010.

Event description:
It was reported that during radiation therapy the device experienced a power on reset. The device is still in use. No patient complications have been reported as a result of this event.